Event description:
It was reported that one of the patients paddle lead was fractured at the extension site during an ipg replacement procedure (MFR number: 3006630150-2022-00392). The physician sutured the broken lead at the pocket and the good lead was inserted to the new ipg with a new extension.